Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on the interface board. The following cosmetic damage was noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a64. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.